Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 28 months ago. Aneurysm morphology at the time of implant was not reported and the aortic neck was over 20 mm in length. The location of the stent graft deployment was not reported. It was reported that the aortic neck dilated and it became shorter causing the stent to migrate 20 mm with presence of a proximal type 1 endoleak. A 30 mm diameter aortic cuff from another manufacturer was implanted proximally and successfully resolved the type 1 endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: migration, endoleak; dilated aortic neck. Evaluation codes, conclusion: dilated aortic neck. Required secondary intervention.